Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had battery estimated of one year but went down to less than 3 months in a span of a 3 months. Analysis confirm that the power consumption is increasing in a gradual fashion. In addition, device can still support full therapy for at least 90 days. The device remains in service. No adverse patient effects were reported. Additional information from the field indicates device have reach elective replacement indicator (eri) and this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had battery estimated of one year but went down to less than 3 months in a span of a 3 months. Analysis confirm that the power consumption is increasing in a gradual fashion. In addition, device can still support full therapy for at least 90 days. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had battery estimated of one year but went down to less than 3 months in a span of a 3 months. Analysis confirm that the power consumption is increasing in a gradual fashion. In addition, device can still support full therapy for at least 90 days. The device remains in service. No adverse patient effects were reported. Additional information from the field indicates device have reach elective replacement indicator (eri) and patient is schedule for changeout. This device was explanted. No additional adverse patient effects were reported.